Event description:
It has been reported to philips that the allura system was not turning on. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. It was identified that one of the miniature circuit breaker (mcb) tripped. The switch was reseated and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that it was not switching on. Review of the log files confirmed the reported malfunction. The rse requested the customer to verify the mcbs (maintenance control board) that supplies power to the cathlab. One of the mcbs was found tripped. The rse reseated the mcb to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.